Event description:
It was reported to gore that following a right indirect inguinal hernia open repair, two years post operatively, the gore mycromesh device was removed because of a sinus formed with pyoid secretion (pus). The patient is reportedly doing fine.

Manufacturer narrative:
Investigation is in progress.